Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during preparation for the procedure a hole was noted in the spyscope's inner packaging rendering it unsterile. The procedure was completed with another spyscope with no patient complications. The patient's condition has been describes as fine.